Event description:
Information was received from a patient (pt) regarding an external device. It was reported that they were having trouble recharging their implanted neurostimulator. Patient said the controller would tell them there were issues, such as lost signal or not enough charge to continue, even though they knew the controller was at 30%. Patient also said it was taking a long time to charge and was taking hours to charge a little bit. Patient said the issues started probably about a month ago and kept getting worse and worse. Patient said their rep told them the recharger cord looked worn going into the paddle. Patient inspected recharger cord and said it looked like the cord was pulled out a little bit, not the same color, and was coming loose going into the paddle. Patient did not see any damage to controller port. The issue was not resolved. A replacement recharger (rtm) was sent out. No symptoms were reported.  Additional information was received from a patient (pt). It was reported that  they received the replacement recharger but are still having the same problems charging. Patient noted that the implant was showing 0% for 40 minutes and then the controller screen went black and unresponsive, so they took the battery out and put it back in. After that, the implant battery level was up to 30% all of a sudden. Agent had patient examine the controller; patient noted that the second to the left pin in the controller port was darkened. A replacement controller was sent out. No symptoms were reported. Additional information received from the patient. Pt called back stating that it was still taking extremely long to recharge the ins and the ins battery would die quickly and wasn't lasting like it used to. Pt said that they were given a double program over a year ago now and they had already met with the reps. Pt said that they were sent a new controller and new recharger. Pt said that the issue was better after the new controller, however nothing would show for the ins battery until the ins battery reached 30%. Pt said that the device wouldn't let them turn the ins back on with 20% in the ins battery since it was still showing that there was nothing in the ins battery. Pt said that they hadn't been able to get the ins battery up to 100% yet since that would take hours. Pt said that after two hours of recharging, the ins would get up to 40% or 50% and they hadn't been able to keep the ins on for more than two hours. Agent redirected pt to hcp/reps to further address the reported issue. Pt said that they would keep trying and see how it goes.

Manufacturer narrative:
Continuation of d10: product ID 97755. Serial#: (B)(6). Product type: recharger. Product ID 97745. Serial# (B)(6). Product type: programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.